Event description:
Boston scientific received information that right ventricular (rv) lead and device displayed high, out of range shock impedance measurements starting in march 2013. The local boston scientific field representative (fr) sent a save to disk in for boston scientific technical services to analyze. It was noted that five shock impedance values were recorded as saturated. The fr indicated that the patient would continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.